Event description:
The (B)(6), represented for (B)(6), presents the claim of the (B)(4), (B)(6) patient: (B)(6) medical report: poliaxial screw xia ii - 6.5x45mm, ref. (B)(4), lot: 068051, was broken in the half of its extension.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.